Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) delivered an inappropriate shock for a rapid ventricular response that the crt-d detected to be in the ventricular tachycardia (vt) / ventricular fibrillation (vf) zone. The right atrial (ra) lead also exhibited intermittent undersensing on current and stored electrograms (egm). No intervention took place, and the crt-d and ra lead remain in use. No further patient complications have been reported as a result of this event.